Manufacturer narrative:
A visual analysis of the returned device revealed that the introducer was not returned. The basket does not have any visual defect. The sheath was stretched approximately 1.5 cm and 11.5 cm near the handle. A functional evaluation found that the handle operation was smooth, and the basket would open and close without issues. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failure found (stretched sheath). Due to anatomical and/or procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause of this complaint is operational context. The device history record (DHR) review found the device met all manufacturing specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot.  A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2017, according to the complainant, during the procedure and inside the patient, a piece of broken basket wire was completely detached from the basket. The detached piece was completely retrieved. No piece was left inside the patient. The procedure was completed with another zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2017, according to the complainant, during the procedure and inside the patient, a piece of broken basket wire was completely detached from the basket. The detached piece was completely retrieved. No piece was left inside the patient. The procedure was completed with another zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.